Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, the cause is likely, due to the storage environment and storage conditions. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not place the maintenance unit on its side or upside down. Store the equipment in the horizontal position in a clean, dry and stable location". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was received and evaluated. Inspection found the ac inlet at rear damaged with crack. Found 4 suction feet at the bottom loose. Found 4 lock bolts inside rusted. Found top cover with minor paint scratch but still good for re-use. Found power switch at front damaged with crack on protective cover and its plastic cap dirty. Found air gauge loose at front due to worn out air joint unit and connector socket. Based on evaluation findings, the reported customer issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, issue with automated leak tester cva5 connection including suction issue found during installation. There is no patient involvement associated on this reported event. Device evaluation found ac (alternating current) inlet at rear damaged with crack.